Event description:
The user facility reported that water was leaking from their advantage plus endoscope reprocessing system onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the spray arm filter was loose allowing water to leak from the unit. The technician tightened the spray arm filter, tested the unit, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported.